Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed system checks and adjustments. He completed performance testing with acceptable results. After service, the customer performed qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for three patients tested on a cobas e411 rack. The customer performs repeat testing on all samples with hcg results under 100 miu/ml. The initial hcg results were reported outside the laboratory. For patient 3, the patient's doctor questioned the reported result from 13-apr-2021 as it did not match the hcg results from the sample collected on 09-apr-2021. On 14-apr-2021, the customer performed repeat testing with all samples that had hcg orders on 13-apr-2021. The customer used the same analyzer for repeat testing. On 09-apr-2021, patient 3's initial hcg result was 15.42 miu/ml, and the patient's repeat result was 14.69 miu/ml. On 13-apr-2021, patient 3's new sample collected had an hcg result of 1,099 miu/ml. On 14-apr-2021, the patient's sample from 09-apr-2021 was repeated and the hcg result was 16.17 miu/ml. The patient's sample from 13-apr-2021 was repeated and the hcg results were 1.56 miu/ml and 1.51 miu/ml with a data flag. On 13-apr-2021, patient 4's initial hcg result was 482 miu/ml. On 14-apr-2021, patient 4's repeat hcg result was 155 miu/ml. On 13-apr-2021, patient 5's initial hcg result was 258 miu/ml. On 14-apr-2021, patient 5's repeat hcg result was 65.7 miu/ml. The customer performed a new hcg calibration and qc on the reagent pack. The customer repeated the three samples from 13-apr-2021. Patient 3's repeat hcg result was 1.20 miu/ml. Patient 4's repeat hcg result was 141 miu/ml. Patient 5's repeat hcg result was 61 miu/ml. The customer determined the repeat results on 14-apr-2021 were correct and corrected reports were provided. The hcg reagent lot number was 470489 with an expiration date of 30-sep-2021.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The customer's sample pre-analytical details were requested but not provided. The customer confirmed no rack adapter was used. Per product labeling, "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The customer performed a visual check of the samples for fibrin, clots, gel smearing, oil, bubbles, foam, hemolysis, lipemia, or icterus and no abnormalities were discovered. The investigation reviewed the system's alarm trace and discovered one conspicuous event. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.